Event description:
Caller alleged discrepant results compared with the doctor's office and the lab. Results as follows: date: (B)(6) 2012, doctor's office: 10.0, inratio2: 3.1, lab: 6.0. Time between testing: unknown. Patient's therapeutic range: not provided. Customer had a new patient come in to their office. She tested at a previous doctor's office before coming in. Patient was sent to the hospital due to falling. She was not sent due to the reading on the inratio2 meter.

Manufacturer narrative:
Investigation pending.